Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Infusion set was changed. Blood glucose was 400 mg/dl. Insulin injections were administered; however, bg was "still not in control". Customer alleged dehydration was a possible cause of elevated bg. Customer was admitted to the hospital and discharged the next day. Reportedly, customer resumed pump therapy.